Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The death was not considered to be device or therapy related. An autopsy was not performed and the device was not explanted. Due to patient privacy laws, the account has declined to provide patient outcome information for this event. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or qual ity assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient never recovered from implantation.